Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Foreign matter was reported in the product of expired product.

Manufacturer narrative:
One hundred (100) unused product samples were received. A small brown spot was seen on the product. The product samples have been sent to the manufacturing site for further evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. The sterility certificate was reviewed and the product was sterilized according to requirements. The sample evaluation found that all samples conformed to specification. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 18, 2016.